Manufacturer narrative:
The customer was sent a replacement power supply. The original power supply was received and evaluated. The product evaluation determined that the power supply housing was breached. The issue with the liberty device power supply housing breaking open was investigated by medela under (B)(4). The investigation identified the root cause was weak welding of the power supply housing. Two corrective actions resulted - improvement of the welding of the existing power supply housing, which was implemented on 07/30/2015 and an alternative power supply from a new supplier, which has not yet been implemented.

Event description:
The customer contacted customer service and stated that the power supply to their liberty negative pressure wound pump (serial number (B)(4)) was "bad."